Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 7:00 pm, the patient was getting urgent low notifications on his dexcom g7 app and his reading was at 42 mg/dl. The patient experience dry mouth and shakiness so the wife decided to bring him to emergency room (ER). He was given IV fluids and tested for infection. Bg meter test at the hospital showing 340 mg/dl and the patient stated at the hospital for 8 hours. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.